Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported an emergency room visit for high blood glucose levels. The customer's blood glucose reading was 600 mg/dl. The customer reported symptoms of nausea, vomiting, and body pain. The customer was treated with an insulin IV drip. The customer was released when their blood glucose levels went down. The customer called to request a replacement insulin pump. The customer's blood glucose level at the time of call was 174 mg/dl. No products were returned or replaced.